Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient was hit by a car in (B)(6). Patient was initial treated with non-stryker external fixator. Non stryker product was removed and t2 tibial nail was put in. Patient had non union and nail was removed and replaced with axsos 3 medial tibial plate and screws. Nothing was wrong with the nail.